Event description:
During the implantation procedure, it was reported that upon fixation of the helix, the physician removed the screwdriver and noticed the screw from this ICD was attached. Despite numerous attempts to reinsert the screw and leads, they were not able to reposition the screw back in the header on this device after the screw became dislodged. The device was not implanted; a new paradym ICD was implanted.

Event description:
During the implantation procedure, it was reported that upon fixation of the helix, the physician removed the screwdriver and noticed the screw from this ICD was attached. Despite numerous attempts to reinsert the screw and leads, they were not able to reposition the screw back in the header on this device after the screw became dislodged. The device was not implanted; a new paradym ICD was implanted.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).